Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead h3. Analysis of the lead (B)(6) found open conductors on contacts 6 and 15. The outer insulation was melted; the braid protrudes through the insulation and open circuits were found. H6: the conclusion code d14 no longer applies. The results code c20 no longer applies. The method code b17 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a lead 977c165 specify surescan magnetic resonance imaging (MRI) 5-6-5 was unable to get any stimulation coverage on the left side. High impedance was observed with the lead, specifically with electrode 3 at 40,000 and electrode 10 at 26,900, on the day of surgery. A device revision was performed in which the lead with impedance issues was explanted and a new lead was implanted. During removal of the old lead, the surgeon noticed a cerebrospinal fluid (csf) leak, but further exploration was not performed due to anesthesia concerns. The issue was resolved with the revision. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 13-aug-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.